Event description:
Same case as MFR. Report # 3005099803-2009-00512; 3005099803-2009-00511. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure for gallstone removal, two tip detachments and a balloon rupture occurred. The gallstones were located in the common bile duct (cbd). The rx lithotripter compatable basket was advanced to the cbd, however, at an unspecified time the tip "popped off" inside the patient. The detached tip was able to be removed from the patient utilizing suction through an unspecified endoscope. A second rx lithotripter compatable basket was advanced to the cbd, however, the same event occurred. The detached tip was removed with suction applied through the endoscope. An extractor rx 9mm x 12mm retrieval balloon was advanced to the cbd, however, at unspecified time the balloon "popped" at unspecified atms following the second sweep of the cbd. Another extractor rx 9mm x 12mm retrieval balloon was advanced to successfully complete the procedure. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The device history record for extractor rx was not completed as the lot number is unknown. The most probable root cause can be attributed to operational context.